Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 03/15/2012 and 04/10/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the lens rotated due to a loose haptic. The lens was explanted and replaced in a secondary surgery. Additional information has been requested.